Manufacturer narrative:
At this time, the investigation has not been initiated, as the customer has indicated that they do not believe the instrument contributed to or caused the reported event. Based on the customer's account and the abbott service personnel, the issue appears to be unrelated to instrument performance. Given the absence of any allegation or evidence suggesting the instrument was involved, the event does not meet the criteria for a reportable incident. This MDR is no longer considered a reportable event.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.

Event description:
The customer reported misquantitation high on a cmv whole blood (wb) sample on the alinity m system while running the alinity m cmv wb assay. The patient gets tested for monitoring every 2 days and received a result that did not match. The outlier is sample ID (sid) (B)(6) taken on (B)(6) 2025, result of 151824 iu/ml (= 5.18 log iu/ml) as the other results even between instruments remained rather stable (between 3.87 and 4.52 log iu/ml). The customer ran sample 1 ((B)(6) taken on (B)(6)) together with the sample 2 collected on (B)(6) 2025 (processed under sample ID (B)(6) on alinity m 1279) and the results differed so much (7829 iu/ml to 151824 iu/ml) that the customer did not believe the results as the increase was too high. The customer tested both samples again (primary tubes are stored in fridge, aliquot is taken for testing and mixed prior to loading onto instrument) to confirm the results and got the following results: sample 1 on alinity m serial number (sn) (B)(6) sid result (iu/ml) (B)(6) 33323 sample 1 on alinity m serial number (sn) (B)(6) sid result (iu/ml) (B)(6) 7829 (B)(6) 7482 all of these results have a maximum of 0.02 log iu/ml on sn (B)(6), but 0.65 log iu/ml between the two different alinity m's, which the customer finds concerning as they doubt the reproducibility of the results. Sample 2 processed on alinity m sn (B)(6). Sid result (iu/ml). (B)(6) 151824. (B)(6) 21788. Sample 2 processed on alinity m sn (B)(6). Sid. Result (iu/ml). (B)(6) 18866. Sample 2 had a 0.06 log iu/ml difference between instruments and result of 151824 with 5.18 log iu/ml is the outlier. There was no report of impact to patient management.